Manufacturer narrative:
Medwatch completed section c form. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
This is the third time that a patient has reported a defective needle. Are there any such reports? Cases of broken needles in the back were not observed in previous orders but such comments have been made.

Manufacturer narrative:
3 pen needles affected by event. H3 other text : device is not available